Event description:
The device was used during a bladder suspension procedure. Reportedly, the nose of the instrument broke when pressure was exerted on the promontory.no pt injury was reported. The nose of the instrument and loading unit disengaged in the pts cavity.